Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was admitted to the hospital after experiencing a shock while brushing their teeth, from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. The patient had 2 previous inappropriate shocks since implant. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, which confirm the myopotential noises over-detected by the device. There are some over-detections with a maneuver of more muscle contraction in the primary vector, and oversensing of noise in the secondary vector. Rhythmcare provided recommendations for programming options and to monitor this patient closely via the home monitor system. The device remains implanted. No additional adverse patient effects were reported.